Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that at night time the implant battery is at 60% and is not depleting. During the call patient service walked patient through turning stimulation on. Patient was able to turn stimulation on and they did not feel a difference, but were unsure if the green light had been highlighted previously.  The patient was redirected to their healthcare provider to further address the issue. Patient called back and stated they called earlier and was told how to get the green light on, but now the green light won't go off. Patient confirmed they were discussing the green light above the controller screen and that they were connected to the recharger. Patient confirmed they were recharging the implant which was currently at 90% and the controller was at 50%. Agent reviewed the light indication and meaning. Agent reviewed everything was working as intended.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported for a couple weeks the ins was not working at nighttime, for it was not controlling the pain. The ins therapy worked during the day and not at night. Patient had their stimulation turned on and it worked during the day. They had not tried adjusting the therapy; at night intensity was at 6.8 and in the morning it was still at 6.8. They mentioned they have their ins battery at 60% at night and then by morning it was the same at 60% for it was not depleting. Caller said they have tried 30, 40, 50, 60 and 70 minutes; agent asked for clarification what that meant and they did not clarify. During call patient was on group a and stimulation was on. The patient had programs 1 and 2; patient went into program 1 and it was at 6.5 and they increased to 7 and felt stimulation. The patient did not have adaptivestim programmed. Agent advised to continue to increase therapy at night to see if it helps with pain. They were redirected to their healthcare provider. Caller states when going to bed at night should use some charge and the controller level is not changing and the ins. Agent had a hard time understanding exact issue. Agent verified that the ins is on and using the battery. Pt states stays at 70% and doesn't lower. Agent advised to do a hard reboot and see if anything changes. Agent directed to hcp to have the ins checked and adjusted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.